Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a loss of capture, as well as oversensing resulting in pacing inhibition. The lead sensitivity was initially adjusted. Further investigation revealed that the atrial and rv leads were reversed in the device header. The leads were reconnected in the correct ports, and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.